Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that the failure of the remote manager resulted in a delay in accessing the medication. A field service engineer replaced latch to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device. The serial number and UDI details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed. Customer stated that there was a delay during accessing medication and failed to recover it causing malfunction. There were no adverse events or injuries reported based on this event.